Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who was receiving morphine 10 mg/ml at a dose of 5.5 mg/day and bupivacaine 4 mg/ml at an unknown dose. The dose of bupivacaine and lot numbers of the drug were not obtainable. It was reported that during normal use per the patient the critical pump alarm had triggered on (B)(6) 2015. On (B)(6) 2015 the physician asked for a pump refill and upon checking the pump status a motor stall was noted and the pump was in shelf state at minimum rate. The refill was performed and the effective medication aspirated at 6.7 ml and the physician programmer expected 6.2 ml. The pump was reprogrammed according the physician's prescription but the pump returned to shelf state at minimum rate and the critical alarm still sounded. The session report and log provided noted that the pump had stalled with pump period may exceed tube set, with many re-occurrences of resets and resets low battery and safe state with two safe rate declarations all of which were noted on (B)(6) 2015. The session reports provided noted morphine was 10 mg/ml at a dose of 0.061 mg/day and bupivacaine was not noted on the session report. The "drp" was 24 months. No diagnostic testing or troubleshooting was performed and reportedly no actions taken. The issue was not resolved at the time of the report. The patient experienced re-occurrence of pain and intravenous morphine was given, the dose unknown. At the time of the report the patient's status was reported as alive-no injury. The pump remained implanted and in-service as not surgical intervention occurred but it was unknown if this was planned. The patient's concomitant drugs and implant date were also not obtainable. The medical history was requested but not available from the customer. Additional information had been requested including further troubleshooting or actions taken, cause of the reported pump events, resolution/replacement, patient outcome and return of the device. However, the representative replied that these were all unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated to serious injury as information now suggested that a surgical intervention occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-29 the representative further reported that the pump was sent last week for analysis (which indicated the pump had been explanted at some point). The pump has not been received to date.

Manufacturer narrative:
The pump dose was noted as 0.61 mg/day. The pump was continuously resetting and the current drain test could not be done. Analysis revealed a pump motor feedthrough anomaly with shorting across the insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.